Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The peritonitis was manifested by cloudy effluent and abdominal pain. The patient was not hospitalized for the event of peritonitis. On the same day as the event onset, the patient was treated with intraperitoneal gentamycin (120 mg loading dose) and intraperitoneal vancomycin (2g) for peritonitis. Intraperitoneal gentamycin was decreased to 40 mg and given over the next 2 nights. Intraperitoneal vancomycin was also administered on day four and day eight post diagnosis. Dianeal therapy was ongoing. It was reported the patient was retrained on aseptic technique. Twenty five days after event onset, the patient recovered. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.